Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. This is two of two reports 3007042319-2016-00464 and 3007042319-2016-00465 submitted for devices related to the same event.

Event description:
It was reported that the patient was seen in clinic with complaint of poor battery life for the two batteries in question. Reports only getting 2-3 hours of battery life. The patient was issued replacement batteries in clinic.